Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 4.3; lab-inr: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 4.3; reference: 3.4; mean: 3.85; confidence-limits: 2.3-5.7. [Per event-details, customer is taking antibiotics]. Summary: end-user reported accuracy discrepant test result. Pt was on amoxicillin. An increased inr secondary to warfarin interactions with various antibacterial agents is a known factor, but severity in this complaint is not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.